Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the revision surgery was (B)(6) 2018. The revision was so that the healthcare provider (hcp) could capture more foot coverage which had worsened since initial implant. The rep reported that both leads were pulled down slightly and reanchored. The rep reported that surgery was uneventful and coverage was good afterward. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the revision surgery was (B)(4) 2018. The revision was so that the healthcare provider (hcp) could capture more foot coverage which had worsened since initial implant. The rep reported that both leads were pulled down slightly and reanchored. The rep reported that surgery was uneventful and coverage was good afterward. No further complications were reported.

Manufacturer narrative:
Correction: selection should have been adverse event only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-oct-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was notified by the hcp's office that a revision surgery was scheduled to move the leads down a bit. The rep was not given any other details and there was no known issue prior to the day of the report. The rep stated that was possible that the patient just wasn't happy with the placement. The rep said they will know more at the revision that was scheduled for (B)(6). It was noted that the issue was not resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep).it was reported that the patient couldn't specifically say when the coverage issue was first noticed. The patient said the foot coverage was not the original main issue anyways, so it changed over time and was something they were trying to improve on. The lead was originally implanted higher for leg coverage, but it was moved down as the patient's feet became more of an issue. The rep reported, as of surgery, the issue has been resolved. No further complications were reported.

Event description:
Patient commented how their original doctor had put the leads too high and patient felt the stimulation in their heart. Patient then said that about 5 years ago another hcp brought the leads down a little over an inch and it helped with the pain stimulator getting the areas more that they needed and it didn't impact their heart. Patient confirmed the leads were placed too high when first implanted in (B)(6) 2015. Agent documented information stated on the call.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2015, explanted: product type lead product ID 977a260 lot# serial#(B)(6) , implanted: (B)(6) 2015, explanted: product type lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.